Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment from a known nickel allergy. Patient described the area as red and itchy with bumps and bleeding. The patient¿s physician prescribed a cream for the reaction. Outcome of the reaction is unknown as follow up attempts were unsuccessful.